Event description:
It was reported that customer received a radio frequency failed self-test. During download. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector at the radio frequency board. No lost sensor alarm could be verified due to the alarms. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners and battery tube threads.